Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented with chest pains and eventually coded requiring cardiopulmonary resuscitation and intubation. Decision for impella cp was made. The cp was successfully placed in right femoral artery. The patient was on cp support for 9.62 hours and was escalated to 5.5 in right axillary/subclavian artery. It was reported that there was a loss of pulse on right foot noted so computed tomography angiography performed showing thrombus in common femoral artery. Vascular surgeon to bedside to evaluate and planning for open debridement and vascular repair. According to the note, upon open assessment, the posterior wall of the common femoral artery was held together with only the adventitia layer as the intima was dissected. There was speculation that the perclose closure could have damaged the artery wall during closure attempts. The artery was repaired with a synthetic graft. Patient was recovering well and pulses intact. The patient tolerated the vascular repair of the common femoral artery well. The patient survived.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ischemia/ thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Vascular dissection: on open assessment, the posterior wall of the common femoral artery was held together with only the adventitia layer as the intima was dissected. There was speculation that the perclose closure could have damaged the artery wall during closure attempts. The artery was repaired with a synthetic graft. The cause of the vascular dissection was determined to be use issue because perclose closure could have damaged the artery wall during closure attempts. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.